Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation. As such, surgical intervention took place on (B)(6) 2021 wherein the extension was explanted and replaced with a new extension to address the issue. There was visible fracture on the extension. Reportedly, adequate therapy was confirmed post operatively.